Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there were air bubbles in the reservoir. Customer also reported that the insulin pump had not had any no delivery alarms. Blood glucose level at the time of the incident was 303 mg/dl. The customer was advised as to the proper techniques to avoid air bubbles. The insulin pump was not replaced or returned for analysis.